Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled luer tip syringe. 6. Connect catheter to collection container. 7. To deflate the balloon, gently reinsert the luer tip syringe into the valve and aspirate this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and /or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that upon removal of a silver coated foley bleeding was noticed. It was reported a nurse had a patient with hypergranulation at the suprapubic stoma site. Once a month they would change out his silver coated foley catheter and upon removal they allegedly noticed bleeding. The patient was switched to a silicone coated latex foley and bleeding stopped, however experienced uti's. Once the patient switched back to the silver coated catheters, bleeding allegedly started again. There was no blood in urine or at stoma site, it was only seen when pulling out the foley catheter. It was later reported that upon insertion some frank blood was noted. The nurse was advised to use some additional lubrication before insertion and removal, a warm compress, and to rotate the catheter as it is removed. Although, the bleeding was self-limited, medical intervention was required to stop the bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that upon removal of a silver coated foley bleeding was noticed. It was reported a nurse had a patient with hypergranulation at the suprapubic stoma site. Once a month they would change out his silver coated foley catheter and upon removal they allegedly noticed bleeding. The patient was switched to a silicone coated latex foley and bleeding stopped, however experienced uti's. Once the patient switched back to the silver coated catheters, bleeding allegedly started again. There was no blood in urine or at stoma site, it was only seen when pulling out the foley catheter. It was later reported that upon insertion some frank blood was noted. The nurse was advised to use some additional lubrication before insertion and removal, a warm compress, and to rotate the catheter as it is removed. Although, the bleeding was self-limited, medical intervention was required to stop the bleeding.